Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. The blood glucose level was unknown. Troubleshooting was not performed, because customer would like to upgrade her insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.